Event description:
Procedure: colectomy, anastomosis ileo-rectal, cholecystectomy and right inguinal hernia. According to the reporter: there was a post operative fistula on the anastomosis, perforation of the small intestine, and peritonitis. A re-operation was performed and the pt was transferred to intensive care.